Manufacturer narrative:
Device has been received and is in the eval process, no conclusion has been drawn.

Event description:
A device report from (B)(4) indicates a hosp in (B)(4) reported: pt who was implanted on an unk date with a bc distracter body end was found with the device broken. Pt returned to the operating room on an unk date for a re-operation. No further details are available.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the device history record for 04.315.024, bc distractor body end actuator - 20mm for cmf distractor, lot number 6438375 showed that there were no issues during the manufacture that would contribute to this condition. The examination of the raw material inspection sheets and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties are in compliance with the international (B)(4). The dimensions were found to be in accordance with the technical drawing of the producer. The scanning electron microscopy examination and findings shows that the advancement screw failed because of torsional overload of the material. Due to the orientation of the shearing tongues it is possible that the advancement screw failed during tightening of the screw. We found no evidence of material defect.